Manufacturer narrative:
Additional, corrected, and/or changed data: b.5.

Event description:
Additional information noted the event of decreased visual acuity has been resolved with sequelae.

Manufacturer narrative:
Concomitant medical products: pravastatin, doxazosin. (B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number: 62608. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced periorbital cellulitis (deemed not device related) and subconjunctival hemorrhage. Patient was hospitalized and received IV antibiotics and event is now fully resolved. Patient developed corneal abrasion, corneal abrasion (central), and decreased visual acuity (all deemed not device related), in addition to cystoid macular edema, ptosis, and diplopia binocular in the left eye. Treatment for the event of corneal abrasion, central is provided as bandage contact lens. A post operative procedure, noted as drainage of subconjunctival hematoma, has been performed. The events of left periorbital cellulitis, corneal abrasion, and corneal abrasion (central) have been resolved. The events of decreased visual acuity, cystoid macular edema, ptosis, and diplopia binocular have not been resolved. The device remains implanted.

Event description:
Additional information noted treatment for ptosis is patient to consult with oculoplastic surgeon.